Event description:
It was reported that, during surgery, there was a lot of difficulty seating the insert. Soft tissue was cleared out thoroughly and both baseplate and insert was inspected carefully for damage to ensure no obstruction. Both dovetails on the side of the baseplate were seated; however, after multiple attempts and thorough soft tissue clearing, the poly was still seating proud anteriorly (with about a 0.5mm gap). Surgeon used the inserter gun which would push the insert down so its flush with the baseplate but then lift back up again. Unfortunately a second insert was not available. A delay of less than or equal to 30 minutes was reported. No report of patient injury or harm was received.

Manufacturer narrative:
It was reported that during a revision surgery, doctor had a lot of difficulty seating the insert. Surgeon used the inserter gun which would push the insert down so its flush with the baseplate but then lift back up again. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Some potential causes of the reported event could include but are not limited to assembly issue, size of device used or procedural/user variance. A medical analysis noted that it was further reported that the surgeon was ¿confident that the insert was securely locked onto the baseplate; he will continue to monitor the patient for any changes. No further medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.